Event description:
While performing a mammogram exam, rptr turned the machine to the left to perform the lt mlo view. She positioned the pt and applied compression, then used the right side sensor lever to adjust for the proper sensor position. At this time the pt complained of a sharp pinch on her left arm. Rptr released the compression right away and looked at pt's arm where it had been resting just over the top of the bucky with the elbow flexed and her hand on the "positioning arm". There was a one inch linear hematoma area where the sensor lever had pinched pt's skin as rptr moved it into the desired position.